Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the complaint is one of several reported with an allegation about cart, rack or instruments falling or nearly falling from the manual trolley due to the various reasons registered for accessories used with getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years. As it was provided in the complaint record, the device involved was a manual trolley. Serial number of trolley from which the rack has almost fallen is (B)(6) and it was manufactured in may 2016 by getinge sterilization ab. At the time of event occurrence, it was used together with washer disinfector 8666, with serial number (B)(6) , catalog number (B)(6) . The device was manufactured on 30th may, 2016 and installed in the facility on 16th march 2017. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation, it was found that in the past the similar reported scenario has led to serious injury. It was established that when the event occurred, the manual trolley, which is used as a system with washer disinfector 8666 did not meet its specification. During the investigation course we were able to establish, that the stop pin installed on the trolley was missing and it consequently led to the situation when rack almost fell of the trolley. A getinge service technician visited the customer site, resolved the problem, replaced the stop pin with its assembly and returned the device for usage ¿ it is now fully operational. We believe that devices in the market are performing correctly overall. Given the circumstances we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 09/07/2021 getinge received the information about the event which was related to washer disinfector with the model name 8666. As it was provided the wash rack was close to fall off the trolley. There was no injury or damage reported, however we decided to report the issue based on a potential as the wash rack which could fall off the transfer trolley could lead to serious body injury.